Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was getting inaccurate readings around 8 in the evening and has an ¿insulin automatic onboard¿ (insulin pump). The patient experienced seizures, and no bg and cgm readings were available at the time when patient had seizures. The mother of the patient called the paramedics and the paramedics arrived at 9:30 pm and the patient was taken to the hospital. No bg and cgm readings were available upon arrival of the paramedics. At the hospital, the patient was treated with intravenous medication. The patient was discharged after 2 hours stayed at the hospital. At an unspecified time of the event the cgm was reading 287 mg/dl and the bg reading was 190 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information available.